Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated into the patient's lung. No capture was also noted. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.